Event description:
It was reported that while changing out a trach, the inner cannula was not flush with the distal end of the outer cannula on three (3), size 4cfs devices. There was one (1) patient involved and no reported injury or change in therapy. As of this date, the device has not been returned to the MFR for evaluation.